Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. ''On three occasions, the trilogy ventilator has shown a maintenance code and shut down". There was no harm or injury reported. "The ventilator and remote alarm still continue to function and would alert staff to the issue". The device serial number provided for this claim is incorrect, and no information has been provided for the device equipment number. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The manufacturer has corrected the incorrect model number. This report reflects the changes in box d: suspect medical device and the 510k number in box g. The device has not yet been returned to the manufacturer for evaluation. There is no customer contact information available, and the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report currently. Box h: has been updated to reflect the inability to evaluate the device. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. ''On three occasions, the trilogy ventilator has shown a maintenance code and shut down". There was no harm or injury reported. "The ventilator and remote alarm still continue to function and would alert staff to the issue". The device serial number provided for this claim is incorrect, and no information has been provided for the device equipment number. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has yet to be returned to the manufacturer.